Manufacturer narrative:
Per the tandem user guide, "do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to body scanning device the airport. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.